Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the insertion of the PICC, at the moment of advancing the dilator and introducer and even though no force was applied, the peelable introducer opens at the tip and the use of another catheter is necessary." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the insertion of the PICC, at the moment of advancing the dilator and introducer and even though no force was applied, the peelable introducer opens at the tip and the use of another catheter is necessary." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".